Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reports to have received an auto-off alarm. Customer's blood glucose was 39 mg/dl. Customer was advised that auto-off was set to one hour . Customer was assisted in turning off feature. No further information was provided.